Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed that the universal surgical manipulator (usm) 4 vibrated. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initially powered on without errors. During the procedure, the universal surgical manipulator (usm) 4 was vibrated and the customer had to grab the arm by hand to stop the vibration. The customer was able to complete the procedure with all 4 arms. Video recording of the procedure was not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After completing the procedure, the fse checked the system but was unable to reproduce the vibration issue on the universal surgical manipulator (usm) 4. No part replacement was necessary. The system was tested operated without error and verified as ready for use. A review of the procedure log showed the cholecystectomy surgical procedure was performed on (B)(6) 2022 via system sk4073. This complaint is being reported due to the following conclusion: it was alleged that the usm vibrated after the start of the procedure. Usm vibration could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.